Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702708 was returned and analyzed. During visual inspection, the catheter appeared intact with no visible issues. It was received with a guide wire inserted; however, the slide function was stuck, and it was observed that the catheter spiral array distal tip had tissue stuck on it. Additionally, the shape of the capture device was unremarkable, with no atypical features noted. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guide wire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions; however, the slide control mechanism was stiff, limiting the full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wire insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The native guide wire could not be used due to the returned condition. Additionally, the native guide wire was inserted into the catheter upon receipt and could not be retracted, preventing the use of lab test guide wires for compatibility testing. It was observed that the distal tip of the catheter had tissue stuck at the tip, which hindered the retraction of the native guide wire. In conclusion, the catheter failed the returned product inspection due to tissue adherence to the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the wire would not move inside the catheter, became stuck, and could not be extended or retracted. The pulseselect catheter was properly flushed and prepped before insertion. The left superior vein was wired and successfully ablated. When transitioning to the left inferior vein, the wire became stuck in the catheter and would not extend or retract. The wire was eventually wiggled loose, allowing successful ablation of the left inferior vein. When attempting to wire the right superior vein, the wire again would not move. The catheter was removed from the body, and the wire could not be removed from the catheter. The pulseselect catheter was replaced with another catheter from the same lot to resolve the issue. Additionally, when the pulseselect catheter was connected to the cic, electrode 6 exhibited a noisy electrogram. Troubleshooting steps included disconnecting and reconnecting the cic to the catheter and generator, disconnecting and reconnecting pin 6 on the pin box and the ten pin cable, and replacing the cic, all without success. The pulseselect catheter was then replaced, and the case was successfully completed. No patient complications have been reported as a result of this event.